Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The mother stated that the customer's blood glucose was on the 500s mg/dl and she bolused a correction, but her glucose level did not drop. It was stated that the insulin pump was taken off, and her blood glucose was treated with manual injections and insulin drip. Troubleshooting was performed. The timed, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and found several no delivery and low reservoir alarms. The drive support cap appears to be normal. Assisted the mother to run a manual prime test and the insulin did exit. The caller did not feel comfortable with the device and requested a replacement. No further information was provided.